Event description:
Attorney reported: approx 1997 - the pt underwent a hernia repair procedure with placement of a composix kugel mesh patch. Approx 2000 - the mesh patch was removed from the pt due to a defect which caused, among other injuries, chronic pain and intestinal adhesions. "Based upon the implant date, the product cannot be a composix kugel mesh. Therefore, the product will be reported as an unknown kugel mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional formation becomes available.